Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. According to the information provided, it was reported that the device did not deploy the implant. The complaint device was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that an invalid no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in germany that during a knee surgery on an unknown date, it was observed that the truespan 24 degree peek device did not fire. There was no significant delay in the surgical procedure. The surgery was completed with a new device. There were no adverse patient consequences reported. No additional information was provided.